Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. All transducers were calibrating correctly. The failure appears to be intermittent and not consistently repeatable.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the unit's error log showed that a transducer fault occurred. The unit was also failing the exhalation flow transducer calibration. There was no patient involvement.